Event description:
It was reported that the patient with the pacemaker device exhibited suspected loss of capture (loc) on this right atrial (ra) channel. The health care professional (hcp) had called in to review the loc on the electrogram (egm). Technical services (ts) reviewed the presenting and stated that it was difficult to say if it is actual loc. Ts recommended to have patient brought in the clinic for further testing. The right ventricular auto threshold (rvat) test was successful and threshold values were normal. This ra lead remains in service. No adverse patient effects were reported.